Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the a and v channels; this resulted in a diverted episode and was associated with pacing inhibition.